Event description:
--

Manufacturer narrative:
(B)(4). Additional information was received indicating that this product is no longer available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead fractured. It was reported that the associated clinical observations were high out of range pace and shock impedances and high pacing thresholds. Subsequently, the patient underwent a revision procedure. During the procedure it was determined that the lead was almost completely separated and only a portion of the lead was able to be removed. The proximal portion of the lead was left in the patient's body. No additional adverse patient effects were reported. The portions of the lead that were explanted will be returned for laboratory analysis.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.